Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were in the ER. The patient just had a fall and now her stimulation was acting weird. The patient did not have a patient programmer as she lost it and could not turn off the device. The patient was implanted in (B)(6) and redirected to contact local manufacturing representative. No symptoms were reported.